Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve with radiopaque markers was chosen for implant with a large flexnav delivery system. No adverse consequences were reported. On (B)(6) 2025, it was reported that a permanent pacemaker was implanted in the patient due to the rhythm of atrial flutter and variable atrioventricular block. Post-implant of the pacemaker, there were no adverse consequences reported. The patient's status was reported as stable and discharged from the hospital.

Manufacturer narrative:
An event of heart block, and atrial flutter was reported. There was no reported device malfunction associated with the navitor valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block and atrial flutter could not be determined. The reported surgical intervention was a result of case-circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.